Manufacturer narrative:
The axium prime coil pushwire was returned without the introducer sheath and the microcatheter. The implant coil was not returned for evaluation as it remains in the patient. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent near the proximal end. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be damaged, and the detach element was found to be still attached to the pushwire. During cleaning of the material from the coil shell, the shield coil was inadvertently stretched. The implant coil was found to be broken from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. The reports of catheter kickback, coil stretch, and coil loop in parent vessel could not be confirmed. In regard to the report of pre-mature detachment, the report was confirmed. The pushwire was returned for evaluation with the implant coil already detached. Per the report, the implant coil remains in the patient. It was reported that the patient¿s anatomy was slightly severe in nature. It is possible that the patient anatomy contributed to the event. It is possible that the severe tortuosity led to the movement of the microcatheter tip during deployment and to the subsequent stretching of the implant and to its eventual breaking from the coil shell weld. The stretched condition and detachment of the implant coil led to a portion of the implant coil remaining outside of the aneurysm. The decision was made by the physician to leave the implant coil with a portion outside of the target location. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): warnings: ¿verify that the distal shaft of the microcatheter is not under stress before the axium prime detachable coil detachment. Axial compression or tensile forces could be stored in the microcatheter causing the tip to move during the axium prime detachable coil delivery. Microcatheter tip movement could cause the aneurysm or vessel to rupture.¿ also, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received, however, the device analysis has yet not began. Supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the cerebral aneurysm (5mm) / embolization procedure, the target aneurysm was perforated by the axium coil inserted. The coil was implanted into the aneurysm, however, there was report of catheter kick back and about 3cm of the coil was left within the parent artery. The coil was not able to be inserted further. The coil was attempted to be retrieve, but the coil stretched and could not be removed. The coil was reported to have stretched to the femoral artery, and the physician decided to leave the coil there. The procedure was completed without further intervention. The vessel tortuous was severe and medium size in diameter. The coil remain within the patient.